Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
System lock up while v5m was connected. The investigation is in process.

Manufacturer narrative:
This supplemental report is being submitted to provide additional event information (see section b5), correct the brand name of the device (see section d1), update the device available for evaluation (see section d10), update the manufacturer's contact information (see section g1), provide the PMA/510(k) number (see section g5), update device evaluated by manufacturer (see section h3), provide the event problem and evaluation codes (see section h6), and provide additional manufacturer narrative (see section h11). The device referenced in this report was not returned to siemens for evaluation; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined. H6 event problem and evaluation codes: patient code 2199; device code 1437; method code 3263; result code 3221; conclusion code 92.

Event description:
Additional information was received and it was reported that during a review of the service report, it was found that the transducer overheated throughout the entire transesophageal echocardiogram (tee) procedure. The procedure took approximately 15 minutes longer due to having to unplug and reconnect the transducer multiple times. It was not necessary to repeat the procedure because there no loss of data. There was no patient or user injury reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see section h3), update the event problem and evaluation codes (see h6), and provide the investigation results. Investigation: the device was returned; however, it was scrapped without an evaluation. Therefore, no investigation was performed.